Event description:
It was reported that the image goes in and out when the cord is moved. There was no backup device available to complete the procedure. No patient injuries reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Product failed functional testing when the cable was bent or slightly twisted near the strain relief. Cause of video malfunction is a defective cable assembly. Camera head passed functional testing with a known good cable assembly installed. Complaint of intermittent live video output was confirmed. Factors which can contribute to a shorted cable assembly include rolling a heavy cart over the cable or excessive bending of the cable resulting in damage to the internal wiring causing the intermittent video output. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.